Event description:
It was reported that the customer received a no delivery alarm on their insulin pump. The battery in their insulin pump was depleted so the customer stated they would trouble shoot later. No blood glucose level reported. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.